Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2236 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) register nurse contacted fresenius technical support to report the liberty select cycler alarmed screen was blank during drain 2 of 2. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The reported issue is not a result of the supplies. Patient does know how to perform capd/manuals. Patient has unknown boxes of capd/manual supplies as nurse did not know specific amount. Registered nurse is currently training a new patient at the clinic on cycler, but cycler has been able to complete previous session and treatment with no issues. Registered nurse is requesting cycler replacement be sent to the clinic. Replaced cycler due to blank screen. The fresenius technical support representative advised to contact the nurse to inform of replacement. Advised cycler will arrive with default settings, time, and date. Advised to return power cord with cycler. At least one full treatment has been completed with this cycler. Issue did not occur prior to completing the first treatment. Advised to discontinue use of this cycler.